Manufacturer narrative:
On (B)(6) 2025, during complaint record review, complaint (B)(4) was determined to be a duplicate of complaint (B)(4). An MDR had already been submitted for this event under MDR #3006575795-2025-00332 on (B)(6) 2025. The MDR originally filed under MDR #3006575795-2025-00420 is duplicate submission. This follow-up correction is being filed to clarify that no additional event occurred, and the regulatory reporting for this case is maintained under complaint (B)(4) and MDR #3006575795-2025-00332.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 17.00 psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 316 to 246. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 17.00 psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.